Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received a not enough supply bags for total treatment message during the setup phase of therapy. The nurse was able to add another bag to the setup and continue with the treatment. At the end of treatment, the supplies were removed and fluid was discovered within the cassette compartment of the cycler. The cycler was being used in the clinic to help train patients. Upon follow up with the peritoneal dialysis registered nurse, it was verified that the there was no patient injury or medical intervention required as a result of the reported leak. The cause for the leak was unknown. The patient discarded the cassette used at the time of the incident. A replacement cycler was provided and the patient has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.